Manufacturer narrative:
H6: investigation summary: a device history review was conducted for lot number 1021276. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally, a sample could not be obtained for evaluation and testing, but this lot was treated and received a certificate of conformance for sterility. Unfortunately, without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.

Event description:
It was reported that there was an infection of the puncture site while using intima-ii y 24gax0.75in prn/ec slm. This occurred on 3 occasions. The following information was provided by the initial reporter: infection of puncture site was found during extubation of indwelling needle in cardiology department of hospital.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that there was an infection of the puncture site while using intima-ii y 24gax0.75in prn/ec slm. This occurred on 3 occasions. The following information was provided by the initial reporter: infection of puncture site was found during extubation of indwelling needle in cardiology department of hospital.